Manufacturer narrative:
Device evaluation: a visual inspection was conducted and the links were disconnected and damaged. Functional testing was not conducted due to the damage in the device and the issue was confirmed in the visual inspection. Hence, the complaint can be confirmed.

Manufacturer narrative:
D4: a device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. H3 other text : other.

Event description:
It was reported that on (B)(6) a procedure was performed with a coolseal mini and while using the coolseal mini device, the hinge that holds the jaw in place broke off inside the patient and was retrieved with a laparoscopic grasper. This occurred at the beginning of the laparoscopic procedure, in use for between 5 and 10 minutes. No additional intervention related to device malfunction. No additional information available.